Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "suture breakage. No harm to patient." Please clarify if this is a suture breakage that occurred during the procedure? What was used to complete the procedure? What tissue was being approximated or sutured when it broke. Procedure name and date? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The suture broke, and it was not known when the suture broke. There were no adverse patient consequences reported. Additional information was requested.